Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their right lead. The patient also had trouble charging due to pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2026 in which the right lead was explanted and replaced and the ipg pocket was revised.